Manufacturer narrative:
Four opened samples were returned. The samples were examined using 10x magnification and all were found to have damaged tips and cutting edges. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The exact root cause for the damaged knife is unk; how or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A chief nurse reported that the surgeon noted knives with poor cutting performance and could not enter the patient's eye during multiple cataract with intraocular lens implant procedures. Another knife was obtained each time without delay. There was no harm to the patients. This is the first of two medical device reports for this facility.